Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 09/2023. Device pending return.

Event description:
It was reported that the during a dialysis catheter placement procedure, the clear inner plastic on the peel-away sheath allegedly detached from the outer white plastic when the introducer is removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 15.0 fully peeled peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. One detached valve cap was returned with the sample and twists and bunching were noted throughout both peeled sheath shafts. The valve was noted to be missing from the valve cap. Manufacturing site evaluation of the sample found that one of the halves of the top cap was detached from the t-handle. It is observed that the half that was detached is the half that indicated the fr of the sheath, slight adhesion residues of the ultrasonic weld were observed in the detached half of the top cap. Therefore, the investigation is confirmed for the reported material separation and identified failure to bond issue. The root cause was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2023), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the clear inner plastic on the peel-apart sheath allegedly detached from the outer white plastic when the introducer was removed. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the clear inner plastic on the peel-away sheath allegedly detached from the outer white plastic when the introducer is removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 15.0 fully peeled peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. One detached valve cap was returned with the sample and twists and bunching were noted throughout both peeled sheath shafts. The valve was noted to be missing from the valve cap. Therefore, the investigation is confirmed for the reported material separation and identified failure to bond issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.